Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the cause was thought to be due to device being on when patient was getting a CT. Patient was told to put turn the device off or lower to 0 when doing a CT scan to see if that was the problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - failed back surgery syndrome/ spinal pain. It was reported that the patient had seen a warning power on reset (por) on his patient programmer (pp). Patient mentioned that he had a CT scan for the top half of his body. Patient stated that he had a large mass on the left side of the body. Patient wanted to know if they removed the mass if it would affect his implant. Patient stated he had lower back pain and weight loss but was not sure when pain started; weightloss started 10 weeks ago. Patient confirmed the CT scan/mass was unrelated to their device/therapy. Patient stated he has had pain since 1996 and not related to device/therapy. Troubleshooting occurred during call and resolved the reported issue. No further complications were reported/anticipated.